Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their spouse called for assistance because since implant, they've had a difficult time using the control equipment to connect to their ins. Patient had an MRI, the staff had used the equipment before the MRI and after the MRI caller had a difficult time using it but was able to "set it back". Caller said they have to press the communicator so hard against the ins to communicate but it says searching and spins, then goes to retry. Patient said they need to go up (increase stim) and today after 10 tries they connected, they were at 2.1 but after trying t o increase it said it can't communicate. They worked with callers to restart the handset and toggle off and back on the bluetooth. Patient confirmed they can feel their ins, placed the communicator against their ins and tried to connect but reported seeing the spinning. Caller said there was not much emi in the environment, they tried to connect sitting and standing but reported the handset was spinning. The issue was not resolved through troubleshooting. An email was sent to the repair department.  Patient said this is their 3rd call. Patient reported their ins site does not feel right, it was smooth before now it feels like there is something poking out. Called pt back to ask event date for this. 2 call recordings.  Patient said: it was ok for a few weeks, then it seemed to feel different something is poking out. Patient said they have so many things happening, they have short term memory loss. Earlier in the call patient's spouse stated they are concerned the ins is inserted backwards. Pt said they have not had any falls or traumas. Redirected to the doctor to have the issue checked in person.